Event description:
It was reported that during implantation of an implantable neurostimulator, the physician could not verify stimulation and therapeutic effect. The implanted lead was removed and found to be bent. The operation was completed successfully with a new lead. If additional information is received, a follow-up report will be sent.